Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer had loaded the cartridge with cold insulin. Technical support educated customer to ensure insulin is at room temperature when filling cartridge. Customer removed cartridge from pump, used "plunger" to eliminate air bubbles, and was able to resume insulin therapy without further issues.